Event description:
The reporter contacted animas on (B)(6) 2017 alleging the display screen was blank. There was no indication the product caused or contributed to an adverse event. The device was returned to the manufacturer and investigated by product analysis on (B)(6) 2017. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Investigation duplicated the complaint. The pump was opened for further investigation and revealed moisture damage on the printed circuit board.